Manufacturer narrative:
The pump passed the displacement, rewind, self test, off no power, unexpected restart, and basic occlusion tests. No motor error alarms were noted during testing. The pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and it passed. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. The pump was programed with the test mini link and glucose sensor simulator. The pump communicated properly with the glucose sensor simulator. The sensor features worked properly. No lost sensor alarms were noted. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at display window corner, a cracked case at the reservoir tube window corner and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.